Manufacturer narrative:
Investigation summary: bd had not received samples or photos for the investigation. In addition, the lot number is unknown; therefore the investigation was limited. A complaint history check and a device history records review could not be conducted without a lot number. Tubes should be stored at 4-25 degrees c throughout distribution and while in storage at the customer site. Temperature fluctuations may impact gel performance. Exposure to high temperatures prior to use and during processing and centrifugation may lead to an increased formation of gel globules or oil droplets in the serum. Refer to proper handling and processing instructions section for detailed information.

Event description:
It was reported oil gel globules were discovered with 10 bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: gel globule formation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported oil gel globules were discovered with 10 bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: gel globule formation.